Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The reported defect has been verified and repaired. The following repair activities were performed service & repair functions as per (B)(4). Nothing noted in the service history that could have contributed to the complaint. Attached box label, electrical safety and vapr vue repair record. Unit was evaluated and while the error code did not occur during the evaluation, it was verified in the error log. The psu board was replaced to correct the issue. The evaluation also revealed a damaged footswitch to ID board loom and the loom was replaced. The missing mounting foot and missing dust cover were replaced. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. A review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. DHR review: part number: 225024; supplier lot number: ad1620335 ; release to warehouse date: 4/28/16 ; manufacturing date: 4/28/16; expiration date: n/a; supplier: (B)(4); manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4).

Event description:
It was reported that a vapr vue generator was generating an error (error code 200 or 205). There was no reported patient harm or surgical delay. Another unit was used to complete the surgery.